Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient may still have received insulin despite the infusion being "stopped" and the pump module was "turned off, but the tubing was still connected to the patient." Per report, at the time the infusion was discontinued, "there was no medication left in the insulin bag, only the (drip) chamber of the IV tubing was noted to have (the) medicine." The customer reported that upon looking at the mar (medication administration record), the insulin drip "was not infusing for very long." The patient was also "acting weird/suspicious asking for food continuously." When the blood sugar level was checked, it was noted to be "30". Thirty to forty minutes prior to this, the blood sugar level was "in the 150's." It was reported that the patient also noted to be "hitting buttons on monitor in room/messing with pump." The customer stated that it is "unclear if patient tampered with the pump/gave himself insulin." The attending physician was notified of the patient's symptoms. The hypoglycemia was treated with "po" (orally), but it was "unsuccessfully." The patient then had to receive a bolus of dextrose 10% per facility's hypoglycemia protocol. Per report, the was "no harm to patient" and the patient has since discharged home. After the staff tasked to the nurse who had left patient hooked up (to the insulin tubing), they did say "there wasn¿t much left in the bag" after they had "wasted a good amount when prepping the line (needing to waste at least 30ml due to binding with the tubing)." Per report, the nurse "remembers it (insulin) being just above the (drip) chamber" when they stopped the pump. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 approximately between 1530 and 1600. Per report, the total insulin in the bag was 100units in 100ml. Per report, "30ml plus wanted prior to administration due to binding in the tubing." When the insulin drip was discontinued and the pump module was turned off, "the tubing was not clamped (with roller clamp). The tubing was still in the pump with the door closed and pump off - so assuming the slide clamp was engaged." The tubing was ref(B)(4), which has been discarded after the event per report. Per customer (rn critical care manager), "we feel comfortable closing this ticket. We do not feel as though the pump malfunctioned, therefore would not need to send it in for a full investigation." Per customer, "after further review, we feel that the pump did not infuse while being turned off."

Event description:
It was reported that the patient may still have received insulin despite the infusion being "stopped" and the pump module was "turned off, but the tubing was still connected to the patient." Per report, at the time the infusion was discontinued, "there was no medication left in the insulin bag, only the (drip) chamber of the IV tubing was noted to have (the) medicine." The customer reported that upon looking at the mar (medication administration record), the insulin drip "was not infusing for very long." The patient was also "acting weird/suspicious asking for food continuously." When the blood sugar level was checked, it was noted to be "30". Thirty to forty minutes prior to this, the blood sugar level was "in the 150's." It was reported that the patient also noted to be "hitting buttons on monitor in room/messing with pump." The customer stated that it is "unclear if patient tampered with the pump/gave himself insulin." The attending physician was notified of the patient's symptoms. The hypoglycemia was treated with "po" (orally), but it was "unsuccessfully." The patient then had to receive a bolus of dextrose 10% per facility's hypoglycemia protocol. Per report, the was "no harm to patient" and the patient has since discharged home. After the staff tasked to the nurse who had left patient hooked up (to the insulin tubing), they did say "there wasn¿t much left in the bag" after they had "wasted a good amount when prepping the line (needing to waste at least 30ml due to binding with the tubing)." Per report, the nurse "remembers it (insulin) being just above the (drip) chamber" when they stopped the pump. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 approximately between 1530 and 1600. Per report, the total insulin in the bag was 100units in 100ml. Per report, "30ml plus wanted prior to administration due to binding in the tubing." When the insulin drip was discontinued and the pump module was turned off, "the tubing was not clamped (with roller clamp). The tubing was still in the pump with the door closed and pump off - so assuming the slide clamp was engaged." The tubing was ref (B)(4), which has been discarded after the event per report. Per customer (rn (B)(6)), "we feel comfortable closing this ticket. We do not feel as though the pump malfunctioned, therefore would not need to send it in for a full investigation." Per customer, "after further review, we feel that the pump did not infuse while being turned off."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of pump turned off but possibly still infused insulin was not confirmed or observed in a review of the facility records, however the facility had reported that they did not believe the device infused when turned off. ¿ no devices were returned for laboratory testing; therefore, it was not possible to perform an internal, external inspection or laboratory testing. ¿ the source pcu and pump module device logs were not returned for investigation; however, the customer provided an ¿all infusion detail report¿ between (B)(6)2024 3:39:17 pm to (B)(6)2024 3:57:57 pm, the facility also provided the data set named ¿(B)(6)2024¿ ¿ all infusion detail reports do not contain keystroke programming and was not validated for log analysis purposes. It is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication. Root cause: the information provided by the facility is insufficient to determine root cause, however the facility reported that they did not believe that the device infused when turned off.